Event description:
It was reported that there was intermittent right atrial (ra) undersensing for this cardiac resynchronization therapy defibrillator (crt-d). The health care professional (hcp) wanted to know why. Technical services (ts) provided their insight. It was noted that the hcp was considering reprogramming the device. The device remains in use. No adverse patient effects were reported.